Event description:
It was reported that a pacemaker was received damaged prior to implant with program implemented and was exhibiting inappropriate mode switches. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of defective device was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. The programmed date noted in field is consistent with the device being programmed to ship settings during production and automatic mode switch (ams) episodes noted are due to handling of device. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.